Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead became extrinsically distorted due to stylet/guidewire coating. Visual summary analysis of the lead indicated damage at implant. The analyst noted that visual inspection found the distal conductor distorted, the guidewire's coating appeared and the lead was missing the tip seal. Destructive analysis was performed and found the tip seal stuck inside of the lead. According to the reported, it is likely that during implant procedure, the tip seal was damaged/torn and pulled back inside the lead causing the distal conductor distorted when trying to pull the guidewire out of the lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, while positioning the left ventricular lead, the guidewire could not be extracted from the lead. It felt as though the guidewire got slightly caught inside the lead. The guidewire did come out of the lead once outside the patient's body. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.